Manufacturer narrative:
The investigation is ongoing on this event. When the investigation is completed a follow up will be sent to the FDA.

Event description:
Philips received a report from a customer related to a patient heating incident with an intera1.5t mr system. A patient was scanned for an MRI examination of the head. After the examination blisters were observed on the patient's right upper arm.

Manufacturer narrative:
Conclusion: based on the provided information and test performed on site there is no indication of a malfunction of the mr system. The injury on the right upper arm is consistent with patient heating incidents caused by a close proximity to the coil cable or balun. In this case it was reported that padding was used initially but that the incident occurred after the patient was moved to be injected with contrast, when no padding was used. The coil cable was reported to have become too hot to touch and the coil filter showed a deformation. Therefore a contribution of the coil cable cannot be excluded. In case a coil or coil cable is damaged it must be replaced. In this case the coil cable was replaced by the technician who serviced the mr system after the incident. Contributing factors observed are: - the used scan protocols with scans on high sar: - the patient was hypertensive: the thermoregulation of patients who are hypertensive is often impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation - the patient ventilation was not used: the ventilation was not used. Level 5 is recommended for high sar scans, it supports the cool down mechanism. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.